Event description:
The target lesion was a de novo, concentric, 90% stenosis with calcification, no tortuosity. The guide wire crossed the heavily calcified lesion with difficulty. The physician tried to predilate with a non-guidant dilatation catheter, but it did not cross. Using a different non-guidant dilatation catheter, the physician was able to cross the lesion and predilate. Some resistance was felt with the catheter and guide wire. As the guide wire was being pulled out through the guiding catheter, the physician noticed that the guide wire had separated. When the non-guidant dilatation cathteter was removed, the separated piece from the guide wire came out with the catheter. There was no reported pt injury.